Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found both replicates appeared to be very low-target samples, thus would not likely repeat when retested. There were no signs of hardware or reagent preparation issues, and replicates for both samples were valid negatives or positives. Ts relayed this information to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 001151-20201001-01, on panther instrument sn (B)(4) which had two discrepant samples. After a service visit, the software settings were changed so that sars-cov-2 samples were run in replicates of five, and replicates from two samples did not have matching results. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.